Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 9 events were reported for this quarter. Product return status 9 devices were evaluated in the field. Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device had paint chips missing. - 9 events had no patient involvement; no patient impact.